Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on april, 04 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on september 06, 2023.